Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their pump. The customer states the pump alarms for the customer to check their blood glucose levels. The customer's blood glucose level was 439mg/dl. The customer treated with manual injection. The customer was advised to wait until levels were stable before calibrating. The customer was advised to monitor the device and call back if issues persist.